Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device reveal it was received without its original pouch, loaded inside the hoop. The body of guidewire is fractured and was received in two pieces. The fracture is located at 51cm from the proximal end. The od was measured and is within specification. Sem analysis of the fracture revealed the fracture exhibited evidence of compression and tension thus allowing the wall of the external wire to collapse or pinch off, characteristic of a bending event. On the fracture surface is observed elongated dimple rupture in a tear direction. The fracture was due to bending overload moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure guide wire detachment occurred. The 75% stenosed target lesion was located in the bifurcation between the 1st diagonal artery and the moderately calcified and moderately tortuous left anterior descending (lad) artery. A choice pt graphix int 182cm j wire was able to cross the lesion. An unknown balloon had been able to be advanced over the wire. While attempting to remove a choice pt graphix int 182cm j from the patient through the non-bsc y-adapter, the wire detached inside the shaft of the balloon catheter. The distal portion was able to be successfully removed from the patient when the whole system was removed. The procedure was considered completed with this device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure guide wire detachment occurred. The 75% stenosed target lesion was located in the bifurcation between the 1st diagonal artery and the moderately calcified and moderately tortuous left anterior descending (lad) artery. A choice pt graphix int 182cm j wire was able to cross the lesion. An unknown balloon had been able to be advanced over the wire. While attempting to remove a choice pt graphix int 182cm j from the patient through the non-bsc y-adapter, the wire detached inside the shaft of the balloon catheter. The distal portion was able to be successfully removed from the patient when the whole system was removed. The procedure was considered completed with this device. No patient complications were reported and the patient's status is stable.